Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned with the helix partially extended and tissue in the helix. The helix was able to extend but will not retract due to the helix bent and tissue on the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged a number of times. The lead was explanted and on inspection it was noted tissue was on the tip of the lead and the helix could not be extended. The lead was replaced. No patient complications have been reported as a result of this event.